Manufacturer narrative:
Lot number information was not provided; therefore the device history record could not be investigated. Device not returned.

Manufacturer narrative:
Not returned.

Event description:
The doctor reported to the distributor that the implant was removed.

Event description:
The doctor stated to the distributor that the patient has a medpor contoured two piece chin implant. The doctor stated that the implant was placed intra orally and was fixed with four screws. The doctor reported that the patient is showing pus at the gum pocket and "spewing" blood and secretion from three of the four screws that were inserted. The doctor stated that the patient has an edema at the prosthesis area and formation of a nodule in the area around the right portion of the implant. The doctor stated that a periodontist excluded gum disease. The doctor reported that a culture was collected and the result showed prevotella. The doctor stated that clindamycin was used to treat the area and after ten days the pus was still in the area. The doctor stated that a long antibiotic treatment was conducted but there was no improvement.